Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the operation channel (primary) leak, the operation channel (primary) resistance, the insertion flexible tube perforated, the insertion flexible tube buckled, the root brace rubber (insertion flexible tube) discolored, the control body fluid damage, the root brace rubber (lg control body) discolored, the angle lever trim cap discolored, the biopsy inlet t-piece fluid damage, the remote control wire fluid damage, the ground lug plate fluid damage, the ground wire fluid damage, the lcb (light carrying bundle) broken, the light guide cable buckled, the lg connector corroded, and the u/d lock lever white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).